Event description:
The customer reported to olympus the evis lucera ultrasonic bronchofibervideoscope had an air/water leakage from the channel. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there were foreign objects coming out of the forceps channel which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to a pinhole on the channel tube caused by a handling problem. Upon further inspection, it was observed that there were foreign objects coming out of the forceps channel due to insufficient cleaning or handling of the scope. Lastly, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that the facility did not clean, disinfect, or sterilize the equipment prior to requesting repair. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process at the facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the foreign material was found on the device as the customer confirmed that the device was not reprocessed in accordance with the instructions for use before returning the device to olympus. However, a final root cause of the event was unable to be identified. The following is included in the instructions for use: "chapter 6 application and conditions for cleaning, disinfection and sterilization chapter 7 cleaning, disinfection and sterilization procedures" olympus will continue to monitor field performance for this device.